Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead did not mode switch as the patient was in atrial flutter/atrial arrhythmia the lead was reprogrammed and remains in use. It was also reported that the device did not sense all atrial flutter post ventricular pacing. No patient complications have been reported as a result of this event.